Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, product analysis indicated that the allegation against the communicator was confirmed. A defective power adapter was most likely the cause of the burning smell and melted communicator power jack and melted internal cables.

Event description:
Boston scientific received information that the communicator had no power. A boston scientific company representative verified that there was a recent power storm and power outage. The company representative replaced the power cord as the troubleshooting was unsuccessful. The patient tried to use the new power cord with the old communicator but it emitted smoke and the patient reported a burning smell. The communicator will be replaced. The communicator is no longer in service. No adverse patient effects were reported.